Event description:
It was reported that a patient had hemolysis while on tandemheart support, related to the tandemlife device. The patient had elevated ldh and acute anemia. They maintained the anticoagulation regime as much as possible. The patient¿s hemolysis was multifactorial since the patient had multiple mechanical circulatory systems (prior ECMO system, concurrent lvad with oxygenator, tandemheart system, continuous renal replacement therapy and the conversion of the lvad to a durable vad. The device serial numbers are unknown and the device has not been received to date. No additional, relevant information has been received to date.